Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer reverted to an alternate method of insulin delivery. Additionally, it was reported that the customer experienced a low blood glucose (bg) level 45 mg/dl. Low bg cause was not known. Customer consumed glucose tablets to address bg and received assisted from the ¿hospital and was ill and was receiving treatment¿. Reportedly, the customer was hospitalized; details an nature of hospitalization were not provided as the customer did not return tandem technical support attempts to gather additional information.